Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version = 4.11e. Retainer ring = black. Customer returned pump for an alleged short battery life found on (B)(6) 2021. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails broken battery tube threads, serial label damage, corroded battery tube and minor scratches on lcd window. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review of the pump history no low battery alerts were found on or near the event date of (B)(6) 2021. In summary, customers alleged low battery alert alarms were not confirmed. Pump passed active and sleep current test.

Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.